Manufacturer narrative:
One vial of test strip lot 409652-14 containing >10 test strips was received for investigation. The test strips and vial showed no defects. The returned test strips were measured in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Masterlot: test 1: 2.3 inr, test 2: 3.4 inr. Customer material: test 1: 2.4 inr, test 2: 3.6 inr. The returned customer material and retention material comply with specification. Relevant retention test strips (lot 409652) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer takes antibiotics daily and squeezed the finger to obtain blood. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time (inr). Also, if the sample was wrongly collected, e.g. Excessive squeezing of the fingertip which causes intracellular fluid to dilute the blood sample and provide inaccurate results. This event occurred in (B)(6). Phone was provided as "(B)(6)". Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4). The initial result from the meter was 2.5 inr and within 5 minutes, 3.2 inr. On (B)(6) 2020, the laboratory result using an unknown method was 2.5 inr and the within 30 minutes, the meter result was 3.2 inr. The therapeutic range was 2.5 - 3.5 inr.